Manufacturer narrative:
(B)(4). Date sent: 12/2/2020. Additional information was requested and the following was obtained: "dear all, good afternoon. The product has been discarded." As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient require blood product transfusions due to this issue? It was not necessary. What is the current condition of the patient? Normal conditions. Is the white tissue pad completely missing from the clamp arm of the device? Yes, completely let go. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the clamp was not effective for sealing the artery and the teflon of the clamp came off. Excessive bleeding occurred so it was necessary to use the hospital's traditional bipolar and suturing for hemostasis.